Manufacturer narrative:
As no further information has been received, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an automatic lead safety switch (lss) from bipolar to unipolar, occurred due to an atrial pacing impedance measurement greater than 2000 ohms. Additionally, an alert was generated for atrial automatic threshold detected as suspended due to the reason code of incompatible mode. Review of the device data noted stored atrial tachycardia response (atr) episodes with, oversensing of atrial noise following the lss. Further review was recommended with a boston scientific programmer. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an automatic lead safety switch (lss) from bipolar to unipolar occurred due to an atrial pacing impedance measurement greater than 2000 ohms. Additionally, an alert was generated for atrial automatic threshold detected as suspended due to the reason code of incompatible mode. Review of the device data noted stored atrial tachycardia response (atr) episodes with oversensing of atrial noise following the lss. Further review was recommended with a boston scientific programmer. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.